Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose level was 26 mg/dl. Customer consumed glucagon to address bg level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.